Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se reseated the compressor check valve. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a compressor inoperative error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.